Event description:
It was reported through the results of a clinical trial approximately 4-months post index procedure, target lesion stenosis and patient experienced arm and hand swelling was identified. Standard pta was performed with successful result. It was further reported that approximately one-year 4-month post index procedure, target lesion stenosis was identified. Standard pta was performed with successful result. The study was completed on 04-feb-2019.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 9681442. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
Review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial approximately 4-months post index procedure, target lesion stenosis and patient experienced arm and hand swelling was identified. Standard pta was performed with successful result. It was further reported that approximately one-year 4-month post index procedure, target lesion stenosis was identified. Standard pta was performed with successful result. The study was completed on (B)(6) 2019.